Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to hypoglycemia and low blood glucose on (B)(6) 2017. The customer reported that she had some lows and emergency medical services was called. The customer reported that she has been experiencing a lot of low blood glucose. The customer reported that the blood glucose at the time of incident was too low to register. The customer reported that the blood glucose was treated with IV . The customer reported that emergency medical services was dispatched as a result of low blood glucose. The cause of hospitalization per health care professional that the customer was not hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The emergency medical services gave her IV. The customer reported that the most recent set change was done on (B)(6) 2017 and (B)(6) 2017. Troubleshooting was performed. The customer was disconnected during the rewind and prime sequence. The customer reported that the insulin pump passed the self test and was functioning properly. The infusion set will not return for analysis. Additional device related incident: insulin pump (307905644)

Event description:
Clarification to initial notes: the patient received emergency treatment for low blood glucose levels while at work. There was no hospitalization. Ems was called, and gave the patient IV and told the patient to eat.